Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 600 mg/dl and a high ketone level identified as dangerous by healthcare provider. Bg was addressed via intravenous insulin and saline. Reportedly, the customer left the ER the same day with the issue resolved and no permanent damage.